Event description:
The field service representative (fsr) reported that during preventative maintenance (pm) of the device, the cooler heater had invalid flow during cool down. Since the event occurred during preventative maintenance, there was no pt involvement.

Manufacturer narrative:
The field service representative (fsr) found valve #3 to be defective and replaced it at the customer site. The suspect valve was found to have a weak spring. If additional info becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.